Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.